Manufacturer narrative:
Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye since the patient was unable to adapt to the lens. The issue was identified during post-op examination. A replacement lens of different model and diopter (zcb00, +21.5d) was used. No incision enlargement, no vitrectomy and no sutures required. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 22, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens cut in half and the two halves were stuck together. The lens was separated, cleaned, and inspected and presented no issues that would have contributed to the complaint event. No further evaluation was performed. The complaint issues "explant" and "dissatisfied" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.